Manufacturer narrative:
Following the submission of the initial MDR, additional information was received from the customer indicating that the needle did not break. The catheter kinked upon insertion which is not a reportable event as this event would not cause or contribute to serious injury or death. This MDR will be void.

Event description:
Additional information received from the customer: the needle did not break; rather, the catheter became kinked during insertion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a nurse performed a venipuncture to establish an intravenous line for administering antibiotics to a pediatric patient as ordered by the physician. During the withdrawal of the needle core after successful puncture, the core fractured. The nurse immediately removed the core, reinserted the needle, and performed a new venipuncture. The patient sustained no harm.